Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the lines of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during use with patient involvement. The lines were connected to the two empty 1.5% solution bags. The patient stated that a home nurse set up the therapy and patient did not check the patient line before connection. The technical service representative explained possible reasons how air can get into the lines. The patient mentioned that they had weak hands, so it is possible that he did not connect properly and there was a loose connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.